Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to correct mobi-c migration. The initial surgery appeared to be successful, but 2-3 weeks later the patient developed a sore throat and aphonia. These symptoms improved but an x-ray was scheduled, which then showed that the inferior plate and insert had migrated out of the disc space anteriorly. The revision surgery was successfully performed, replacing the mobi-c with a fusion/cage.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was unable to be performed due to the cartridge and post not being returned. The provided x-rays show that the inferior plate and peek core have migrated anteriorly out of the disc space. Additionally, the migrated plate appears to be rotated and misaligned. Root cause: this event could be attributed to unknown patient or surgical factors. The risk of this event is documented in the rmr, and in the IFU: the mobi-c instructions for use (IFU mb 1 us g 01.2023) were reviewed and cited below. Risks associated with a cervical artificial disc device, including the mobi-c® cervical disc prosthesis, include: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; implant malpositioning; implant subsidence; loss of fixation; sizing issues with components; anatomical or technical difficulties; bone fracture; possible tissue reaction; metallosis, and/or scarring; bone resorption; bone formation (including heterotopic ossification) that may reduce spinal motion or result in a fusion, either at the treated level or at adjacent levels; development of new radiculopathy, myelopathy, or pain; tissue or nerve damage caused by improper positioning or placement of implants or instruments; bending or breakage of a surgical instrument; loss of neurological function; decreased strength of extremities; decreased reflexes; cord or nerve root injury; interference with radiographic imaging because of the presence of the implant; and the need for subsequent surgical intervention. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to correct mobi-c migration. The initial surgery appeared to be successful, but 2-3 weeks later the patient developed a sore throat and aphonia. These symptoms improved but an x-ray was scheduled, which then showed that the inferior plate and insert had migrated out of the disc space anteriorly. The revision surgery was successfully performed, replacing the mobi-c with a fusion/cage.